Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check.the ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leakage, pressure transducer test, safety valve test, o2 cell test, flow transducer test and patient circuit test during pre-use check. Further investigation revealed that the inspiratory pressure transducer pcb and o2 cell were defective. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure.the inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air the o2 concentration is measured by an o2 cell. The o2 cell is mounted in a housing on the inspiratory channel and is protected by a bacteria filter. O2 gas module o2 cell turbine module o2 air maintenance, including exchange of bacteria filter, is performed according to the user´s manual. The o2 cell gives an output voltage proportional to the partial pressure of oxygen inside the inspiratory pipe. At constant ambient pressure this output is proportional to the o2 concentration in percent. The life time of the cell is affected by the o2 concentration. With a concentration (at the cell) in % and expected cell life time in hours the following applies at 25 ºc (77 ºf): expected cell life time = o2 conc (%) x time (h) = 500 000 (%hours) the o2 cell is automatically calibrated each time a pre-use check is performed (if o2 is connected to the system). If the system has been in use continually for a long time, the measured o2 concentration may drop due to normal degradation of the o2 cell. This will activate a nuisance alarm.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).